Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the needle bent and broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.